Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use, the clinical procedure was postponed and arranged for another time. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system's log file determined that the geometry (geo) module had an error. The fse replaced the geo module. The geo module was returned for analysis, but no conclusion could be made from the failure testing. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an issue with the angles as the joystick was malfunctioning. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.